Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 904761-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's concurrent conditions included pelvic discomfort, uterine bleeding, ovarian cyst, fibroids and adenomyosis. Concomitant products included hydrocodone from 2016 to 2017, ketorolac tromethamine (toradol), ondansetron, oxycodone, tramadol since 2016 and triazolam. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal discharge ("vag. Discharge"), fatigue ("fatigue") and migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dysgeusia ("metallic taste in mouth"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), visual impairment ("vision probs"), alopecia ("hair loss") and tooth disorder ("dental probs."). The patient was treated with surgery (ablation and hyst. (Partial),salping.(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal discharge, bladder disorder, urinary tract disorder, weight increased, visual impairment, fatigue, alopecia, tooth disorder, dysgeusia and migraine had resolved and the menorrhagia and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for dysmenorrhea(cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, weight gain, vision probs, fatigue, hair loss, dental probs., metallic taste in mouth. Current weight 189 lbs. Essure insertion details:- on both essure placements a single coil visualized as again the cornua were very deep set. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79.37 kgs. Concerning the events injury was reported in this case were described in medical records: pelvic pain, dyspareunia, menorrhagia. Most recent follow-up information incorporated above includes: on 12-oct-2019: update of information: batch is not valid. No ptc investigation update will be performed. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 904761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's concurrent conditions included pelvic discomfort, uterine bleeding, ovarian cyst, fibroids and adenomyosis. Concomitant products included hydrocodone from 2016 to 2017, ketorolac tromethamine (toradol), ondansetron, oxycodone, tramadol since 2016 and triazolam. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal discharge ("vag. Discharge"), fatigue ("fatigue") and migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dysgeusia ("metallic taste in mouth"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), visual impairment ("vision probs"), alopecia ("hair loss") and tooth disorder ("dental probs."). The patient was treated with surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal discharge, bladder disorder, urinary tract disorder, weight increased, visual impairment, fatigue, alopecia, tooth disorder, dysgeusia and migraine had resolved and the menorrhagia and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for dysmenorrhea(cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, weight gain, vision probs, fatigue, hair loss, dental probs., metallic taste in mouth. Current weight (B)(6). Essure insertion details: on both essure placements a single coil visualized as again the cornua were very deep set. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79.37 kgs. Concerning the events injury was reported in this case were described in medical records: pelvic pain, dyspareunia, menorrhagia. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received. Processed with follow up no-03. Case becomes an incident. Injury event was removed. New event added: pelvic pain, dysmenorrhea, dyspareunia, menorrhagia, abdominal pain, weight gain, vision probs, fatigue, hair loss, dental probs., metallic taste in mouth, vag. Discharge, urinary probs. Bladder probs. Outcome of the events pelvic pain, dysmenorrhea, dyspareunia, abdominal pain, weight gain, vision probs, fatigue, hair loss, dental probs., metallic taste in mouth, vag. Discharge, urinary probs. Bladder probs. Were updated to recovered/resolved. Reporter and removal date were added. On 20-sep-2019: pfs and mr received. Processed with follow up no-02. Lot number was added. New event added: abnormal bleeding (general), migraines / headaches, plaintiff did not undergoes essure confirmation test. Outcome of the event migraines / headaches was updated to recovered/resolved. Reporters, concomitant drugs, concomitant conditions were added. Incident we received a lot number in this c:ase. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.